Event description:
Pt admitted with a malfunctioning peritoneal dialysis catheter with a suspected infection. Procedure insertion of left internal jugular (ij) trialysis catheter and removal of dialysis catheter. Label assessed for expiration post insertion/completion of procedure.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of revd1102 showed no other similar product complaint(s) from this lot number.